Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Concomitant medical products: act artic e1 hip brg 28x54mm catalog#: ep-200160 lot#: 950150, g7 osseoti multihole 66mm I catalog#: 110010271 lot#: r3714016a, g7 dual mobility liner 54mm I catalog#: 110024467 lot#: 879310, unknown stem catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a right hip revision approximately 1 month post implantation due to infection. An irrigation and debridement was performed and the articulating components were replaced. Attempts have been made and additional information on the reported event is unavailable.